Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: van de geijn ef, janki s, de vries dk, nijboer wn, alwayn ipj, nieuwenhuizen j, baranski ag, schaapherder afm, de vries apj, huurman val, lam hd. Effective and safe implementation of robot-assisted donor nephrectomy by experienced laparoscopic surgeons. World j surg. 2024 aug;48(8):1958-1966. Doi: 10.1002/wjs.12249. Epub 2024 jun 14. Pmid: 38877383. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics in the robotic group included patients of median age of 56 years, and the majority of the patients were female (19 were males, 21 were females) section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, acceptance date for publish has been used. Section d: suspect medical device- due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
A literature article described a retrospective study that retrospectively compared robot-assisted donor nephrectomy (radn) to laparoscopic donor nephrectomy (ldn) performed during june 2021 to november 2022. Forty donors with a radn were included and 21 procedures were performed by a surgeon, and 19 procedures were performed by another surgeon. 63 ldn were included in the study for comparison. It was provided that the renal artery and vein were divided using an endoscopic stapler (endogia; us surgical, norwalk, USA) or powered stapler (signiatm stapling system; medtronic, minneapolis, USA). In the radn group, a procedure was converted to an open procedure due to difficult exposure of the kidney. A 3rd-party stapler failure was mentioned in the article, without information regarding whether it resulted an intra-operative complication. There was no mention of any da vinci stapler being used in these procedures in the article. There were two cases of postoperative bleeding, one of which originated from the staple line and one did not have a clear cause. One of the bleeds required a surgical intervention and the same patient suffered from pneumonia. One patient had a wound infection of the extraction site, for which oral antibiotics were prescribed. Multiple requests for additional information from the designated author were made, but no response has been received.